Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (ECG falloff) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a broken solder connection to the u612 inverting charge pump on the computer/analog pca. The root cause for the damaged solder connection was unable to be positively identified no adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's device was recording fall off.